Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the site responded to safety query and stated that index procedure was error and they updated the r<(>&<)>r at procedure to class 3 (residual aneurysm). Therefore, no worsening of r<(>&<)>r from index is reported. There were no actions/interventions taken to resolve the aneurysm . The device is still in use. Corelab review of the imaging for 18-day also reported "residual aneurysm" at this visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that 1-year dsa taken on (B)(6) 2024 and reported class 3 raymond and roy aneurysm occlusion status (residual aneurysm). Corelab review of 1-year imaging reported "residual aneurysm". No parent artery stenosis >50% or aneurysm recurrence was reported. No intervention is reported. Subject completed and exited the study.

Event description:
Medtronic received a report that a pipeline device finding: 180-day dsa 04apr2024 reported raymond-roy class 3 (residual aneurysm). However, previous dsa post procedure reported aneurysm complete occlusion (class 1 the 180-day imaging is stable/slightly improved compared to index procedure.". Site updated index procedure to class 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.